Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. Infusion set type changes were performed and the occlusion alarms continued. Reportedly, the customer continued to use the pump for insulin therapy.